Manufacturer narrative:
The astral device was returned to a third-party service center. Evaluation confirmed the reported complaint. The device was returned to resmed for an engineering investigation. The investigation results and conclusion are not finalized at this stage. If further information becomes available, a supplemental report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf147) related to the main blower. There was no harm or injury reported as a result of the event.